Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the change history of the device parts and confirmed that the design of the dr board was changed on (B)(6) 2018. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc determined that the reported event was caused by the patient board (dr board) failure as olympus australia & new zealand (oaz) repaired the patient board and connector. Since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. There was no connector cable for the socket and patient board. The patient board set and connector need to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device failed because the scope detection of the device did not work and the device did not recognize the video signal from the olympus 180 series camera head. There was no report of patient injury associated with the event.